Event description:
Description of event according to initial reporter: primary disease: arch aortic aneurysm. Patient anatomy before surgery and at the time of failure: the proximal neck length is about 15 mm on the lesser curvature side. Range of anatomical indications: although the proximal neck length was short and its use was off-label, tevar (thoracic endo vascular aortic repair) was selected as a means of potentially avoiding open chest surgery. Devices used: zta-p-36-161-w1 (lot# e4298471) approached from the left femoral artery to the aortic arch. Zta-p-36-113-w1 (lot# e4262998) approached from the left femoral artery to the aortic arch. Zta-p-36-161-w1 (lot# e4298472) approached from the left femoral artery to the aortic arch. Lunderquist / extended double curved. On 22dec2022: as in the usual procedure, zta-p-36-161-w1 (lot# e4298471) was inserted along the lunderquist / extended double curved, and aligned and deployed just below the left common carotid artery. Since type 1a endoleak was observed, zta-p-36-113-w1 (lot# e4262998) was deployed in the same position (pr410233). When touch-up was performed using a balloon catheter, the stent graft fell into the aneurysm due to blood flow (migration), so zta-p-36-161-w1 (lot# e4298472) was deployed directly under the left common carotid artery. The procedure was completed after confirming the disappearance of the endoleak (pr410336). On 29sep2023: the diameter of the aneurysm had been steadily decreasing, but at the follow-up CT on 29sep2023, migration of the stent graft was observed, type 1a endoleak appeared, and the aneurysm diameter has been enlarged (pr410338). An open thoracotomy (total arch replacement) was considered, but it has been planning to perform tevar again, considering that the endoleak had been stopped at one time. Patient outcome: since migration of the stent graft, type 1a endoleak, and the enlargement of aneurysm diameter have been observed, it has been planning to perform tevar again.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# (B)(4). Summary of investigational findings: on 22dec2022 a 76 year old female patient underwent tevar to treat an arch aortic aneurysm using a zta-p-36-161-w1. The patient anatomy and location of the aneurysm meant that the proximal landing zone was short, about 15mm, but despite the off-label use of zta-p-36-161-w1 tevar was selected as a means of potentially avoiding open chest surgery. The zta-p-36-161-w1 was inserted along a lunderquist / extended double curved guidewire and deployed just below the left common carotid artery. After deployment type 1a endoleak was observed (see related complaint, (B)(4), FDA ref# 3002808486-2023-00256). It was decided to insert a zta-p-36-113-w1 in the same position to create a seal and resolve the endoleak. When touch-up was performed using a gore/tri-lobe balloon catheter, the stent graft fell into the aneurysm due to blood flow (migration) (see related complaint, (B)(4), FDA ref# 3002808486-2023-00269). It was decided to insert yet another zta-p-36-161-w1 (complaint device) directly under the left common carotid artery. The procedure was completed after confirming the disappearance of the endoleak at a follow-up CT on 29sep2023, migration of the stent graft was observed, type 1a endoleak appeared, and the aneurysm diameter has been enlarged. An open thoracotomy (total arch replacement) was considered, but it was decided to perform tevar again, considering that the endoleak had been stopped at one time. Review of the device history record gave no indication of the device being produced out of specification. As the IFU states ¿proximal and distal aortic neck lengths should be a minimum of 20 mm.¿ and the use in this case is therefore considered outside the instructions for use (IFU). Based on review of currently available information, and without any imaging, it has not been possible to determine an exact cause for the migration. Based on available information it is assessed that the migration is most likely due to the short proximal landing zone resulting in a suboptimal fixation to the vessel wall for zta-p-36-161-w1 (complaint device). Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.